Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device control panel start button didn't work well. The issue occurred during preparation for a therapeutic gastroscopy examination, and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation noted component failure of the front panel, and component failure of pump head. Based on the results of the investigation, it is likely the following led to the malfunction: power switch not working due to component failure of the front panel, and flushing pump not working due to component failure of pump head. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device control panel start button didn't work well. The issue occurred during preparation for a therapeutic gastroscopy examination, and was completed using a similar device. There were no reports of patient harm.